Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer reported that while charging the reader he smell smoke and unplugged immediately and did not turn on. Reader did not power on with button depression , strip insertion or usb cable insertion. Reader was connected to pc and software however, not able to recognize the reader. Visually inspected the returned usb/charging and no issue was observed. No opens or shorts were observed. Usb/charging cable passed the test. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and the power adapter voltage was measured to be within specification range. Power adapter passed the test. The returned reader was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. A visual inspection was performed using a digital microscope on the returned reader, universal serial bus (usb) charging cable, and power adapter and burn marks were observed on the returned reader's u13 component however, no signs of damage, burn marks, or other abnormalities were observed during the inspections of the returned usb charging cable, and power adaptor. Reader usage data was unable to be extracted as the reader was unable to be powered on. The returned reader was brought to the bench for testing. The returned reader was unable to be powered on with button depression, strip insertion or usb cable insertion. The returned reader's battery was measured and all results were within specification while charging. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption test was performed to check if the off-current draw of the returned reader was within specification. The returned reader was observed to be drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu and u13 components during the inspection which was indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. The usb charging cable was tested via cable tester and no electrical short-circuits or open-circuits were observed during the test, indicating the usb cables internal connections were functional condition. The usb charging cable was also tested with a known good reader, power adaptor, and battery. The known good reader was able to be connected to a pc and the known good battery was observed to be charging, indicating the usb cable was fully functional. The returned power adaptor was tested via a continuity test. The test was performed using a multimeter on the two adaptor prongs and no short-circuit was observed during the test, indicating the prongs were not internally connected. The power adaptor was inspected using thermal camera and noo hotspots were observed during the inspection, indicating that the returned power adaptor was not heating up to the point of causing thermal damage. A load test was performed with a power load test to ensure the returned power adapter maintained the expected voltage and voltage measurements of 4.75v were observed. The returned power adaptor was also tested with a known good reader, usb charging cable, and battery. The known good battery was observed to be charging, indicating the power adaptor was fully functional. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 and cpu components was found through bench testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports smelling smoke while charging their adc device. There was no report of fire, smoke, explosion or shock. No further details are available at this time. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports smelling smoke while charging their adc device. There was no report of fire, smoke, explosion or shock. No further details are available at this time. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.